Event description:
A 3.0mm diameter x 18mm length medtronic gfx2 stent was inserted into the right coronary artery. It was not possible to cross to the target lesion in mid-coronary artery, when the stent and delivery system became stuck on the second bend in the artery. During removal, the stent dislodged from the stent delivery system. The physician followed the instructions for removal of an undeployed stent. The stent remains within the pt's arterial vasculature. There were no attempts to retrieve the stent. There was no additional clinical sequelae reported relative to the event.